Manufacturer narrative:
H3: product analysis: part # 8880298, lot # 0758402w visual inspection did not reveal the spacer had been used but damage was done. Functional inspection with a sample inserter confirmed the spacer was able to attach and stay on the instrument without any issue. Functional inspection also confirmed the spacer was able to expand and collapse without any issue as well. No fault found. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding an event which occurred during an unknown spinal procedure in a patient. It was reported that the doctor stated the elevate implant was loose once loaded on the inserter handle. A second implant was implanted in the patient. There was no patient symptom reported. There were no further complications reported regarding the event.